Manufacturer narrative:
(B)(4). As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. We have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records confirms no abnormalities or deviations reported. A review of the complaint database over the last 3 years has found 50 similar complaints reported with the item 650-1057(including the complaint (B)(4)). Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: -the event reported that revision surgery was required. -a single line in the risk file cannot be selected as the hazard cannot be determined, however, multiple lines allow for a severity score of 3 (surgical intervention required), therefore, the reported event is in line with the risk file. Occurrence assessment: the occurrence rate has been calculated using sales and complaint for a time period of 3 calendar years before the event date to current date. Sales data time period: jan 2016 to feb 2020 (most up to date sales data available): 86,336 number of similar complaints: 50. Complaint ratio: 1: 1,727. Occurrence score: 3. This score is in line with the risk file. Risk assessment summary: the actual severity of the reported event and the calculated occurrence for all similar events in the last 3 years are in line with this risk file. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly. H3 other text : product has not been returned.

Event description:
It was reported that the patient underwent an initial right total hip arthroplasty 1 month post implantation, a first stage revision on (B)(6) 2019 and a second stage revision on (B)(6) 2019. Subsequently, the patient underwent a revision on (B)(6) 2019 due to unknown reasons. The head and liner were removed and replaced. No additional information.

Manufacturer narrative:
(B)(4). Initial report. Concomitant medical products: cat #110017221g7 neu +5mm e1 liner 36mm g lot #3915576; cat #11-300817 arcos 17x150mm spl tpr dist lot #838140; cat #110010266 g7 osseoti multihole 56mm f lot #6456581; cat #110010268 g7 osseoti multihole 60mm g lot #6329968; cat #00625006525 bone screw self-tapping 6.5 mm dia. 25 mm length lot #64408898; cat #00625006540 bone screw self-tapping 6.5 mm dia. 40 mm length lot #64084509; cat #00625006540 bone screw self-tapping 6.5 mm dia. 40 mm length lot #64084509; cat #110017221 g7 neu +5mm e1 liner 36mm g lot #6326637; cat #11-301323 arcos con sz c std 70mm lot #213330; cat #650-1065 cer option type 1 tpr sleve -3 lot #2954535. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported the patient underwent a right hip revision approximately 1 month post implantation due to unknown reasons. The head and liner were removed and replaced. No additional information.